Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to a false susceptible oxacillin and false negative cefoxitin screen test (B)(6) on ast-p610 card, which lead to a non-detection of (B)(6) strain on vitek®2 v7.01 with a staphylococcus aureus strain. The pcr (B)(6) result and the cefoxitin kirby bauer resistant result confirmed a (B)(6) strain. The reference method (agar dilution) gave a susceptible result (0.5 s) with the mass and a resistant result (32 r) with the induced colony. Product & system incriminated vitek®2 v7.01 (aes parameters: global clsi + phenotypic). Two (2) ast-p610 cards (one from customer lot cl 4900103203 and one from the random lot rl 4900046203) were tested: for the (B)(6) on both lots. These results are in essential agreement with the reference (B)(6) without category error. The (B)(6) test (B)(6) is in essential agreement error with the disc diffusion (B)(6) and does not allow to detect (B)(6) strain. After induction, the (B)(6) of greater than or equal to (B)(6) on both lots. These results are in essential agreement with the reference (B)(6) without category error. The (B)(6) test is correlated to the disc diffusion (B)(6) and the (B)(6) phenotype is proposed by vitek® 2. We duplicated the customer results on (B)(6). The root cause is that heterogeneous strains leads to disrepant results.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of a false susceptible oxacillin result in association with the vitek® 2 ast-p610 test kit while testing a staphylococcus aureus isolate. On (B)(6) 2017, a staphylococcus aureus organism was tested via vitek® 2 ast-p610 test kit. The results were as follows: · cefoxitine screen neg · oxacillin susceptible (s) · levofloxacin resistant (r) · moxifloxacin resistant (r). These results triggered a bioart rule to perform pbp2a test. The pbp2a test result was positive for (B)(6). Repeat testing was performed on (B)(6) 2017 via vitek® 2 ast-p610 and rosco disc using the same strain. · vitek® 2 ast-p610 obtained cefoxitin s, oxacillin s, levofloxacin s and moxifloxacin s. No phenotype, no bioart rule triggered. No pbp2a test recommended/performed. · manual disc obtained penicillin (24 mm) r, cefoxitin (19 mm) r, levofloxacin (19 mm) r. Result pbp2a: positive. As the oxacillin result was susceptible (s), vitek® 2 did not identify the presence of the (B)(6) organism. Since the initial ast-p610 test triggered the bioart rule recommending to perform a pbp2a test (which was positive for (B)(6)), the discrepant oxacillin result had no impact on patient therapy. Culture submittals have been requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.